Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is assumed that it was caused by the user's use in a dusty environment. It has been more than 6 years since the manufacture of the subject device, and it is assumed that the latch of the video connector receiver has worn out and broken due to the repeated use for a long period of time. As a result, the electrical contact of the connector becomes unstable, it interferes with the image transmission between the scope and the video processor, it is speculated that the image output became unstable. As stated on the IFU (instruction for use) the user manual states: after using the video system center, immediately perform the following cleaning procedures. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the video system center. Always remove debris routinely. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was evaluated. Inspection of the device determined a loose video connector unit latch causing flickering, unstable image. Device was found running an old version software and needs an upgrade. The front panel was found faded and dusts observed. The identified parts were replaced, device was repaired and software version was upgraded. Once completed, the device was tested and passed all required testing and specifications. The reported issue was found to be due to loose video connector latch unit causing unstable image. The failure was attributed to electronic component failure. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an asset return inspection the device was found with loose video connector latch causing unstable, flickering image. There was no patient involvement on this event. No user injury reported.